Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was found broken. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Cmp-(B)(4). The follow-up report is being submitted to relay additional information. The following sections have been updated: the complaint was confirmed visual inspection of the returned tasp shim exhibits signs of repeated use. There are scratches and etching wear on the anterior side. The ball bearings were missing. The missing components were not returned. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations or anomalies identified. Surgical notes were not provided. Root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tasp was returned due to scratches and etching wear on the anterior side as well as the ball bearings were missing.